Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2018. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket hematoma due to the cardiac resynchronization therapy defibrillator (crt-d) implant. It was noted the pocket had not fully healed 11 days after the procedure, and a culture was taken with antibiotics prescribed prophylactically. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.